Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was high when he woke up. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer stated that his current blood glucose was 428 mg/dl. Customer stated that he just started using the pump. Customer stated that the cannula was not bent. Customer was advised to do a complete set change. Customer will be sent tubing clamps and was advised to call back to perform the high pressure test.